Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and multiple drawers were not detected on the bus. The customer stated that they were unable to access the medication, and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) identified that the auxiliary cabinet had been physically removed from the main unit without proper system updates, which caused the drawer failures. Medications were unloaded from the drawers, all auxiliary drawer configurations were deleted, and the auxiliary unit was removed from the main system configuration, correcting the mismatch between the physical setup and the application. The system functioned as intended after field service engineer repaired the device.